Event description:
Per physician's cardiac catheterization dictated report - "we attempted to remove the sheath with a perclose device but it, unfortunately, opened and would not close, causing an obstruction to removal. We changed for a #10 french sheath which was ineffective at quelling the bleeding. In the attempt to switching to a #12 french sheath, guidewire became perforated, followed by the #12 french sheath causing a #12 french hole in the external iliac.